Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to chronic fatigue and a low hematocrit, with a hemoglobin level of 7.5 g/dl, down from 9-10 g/dl range. The patient also experienced worsening renal function. The patient denied any symptoms of bleeding. Upon admission, the patient¿s lactate dehydrogenase (ldh) level was elevated at 974 u/l, which was up from a baseline of 360 u/l. The patient was started on an integrilin infusion. A ramp echocardiogram revealed that there was no significant change in left ventricular end-diastolic dimension or aortic valve opening. The baseline left ventricular ejection fraction was only mildly reduced, and left ventricle dimensions were normal. The patient was started on a heparin infusion two and was elevated to 1a status for a heart transplant. While on heparin therapy, the patient¿s ldh decreased to the 600 u/l range. On (B)(6) 2017, the patient successfully received a heart transplant. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the pump upon disassembly revealed a thrombus formation surrounding the inlet bearing. The thrombus was denatured and appeared to have formed in laminated layers, indicating that it had developed on the inlet bearing over an undetermined period of time while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a small, white deposition adjacent to the bearing ball. This deposition was slightly denatured, indicating that it was present while the pump was operating; however, the origin of this deposition could not be determined. A root cause for the development of the observed thrombi and a duration of time for which they were present within the device could not conclusively be determined through this evaluation. The observed thrombi could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Upon removal of the observed thrombi, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.